Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks. A lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high impedance, undefined impedance, noise, oversensing, no capture at maximum outputs, and was fractured. The lead was scheduled to be replaced but the patient's left side was occluded and the procedure was delayed. A few days later, the lead was successfully capped and replaced. No further patient complications have been reported as a result of this event.